Manufacturer narrative:
A call to technical services came in on (B)(6) 2011 to report not seeing ventricular capture. Of note, the reportable malfunction is normally submitted via bimonthly med watch report submission that would have been submitted on (B)(6) 2010. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death this event no longer qualifies for the bimonthly reporting and is therefore being submitted as a 30-day report. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that on the electrogram ventricular capture was unable to be seen. Additional information obtained revealed the patient died two days after the episode. The last clinic visit was four days prior to the episode and the device was interrogated showing normal function and had an expected battery life of five to seven years. Cause of death was requested and not received.